Event description:
It was reported by service report that the head end jack would not fully pump up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: pump connecting rod weldment.